Manufacturer narrative:
Investigation results: received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found all bands present. It was noticed that the crimp was present on the trip wire. The ligator head teeth were undamaged but the suture was broken with one section attached to the ligator head and other section attached to the trip wire loop. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the evaluation of the returned device, it appears that the trip wire was not properly tightened and secured during device set-up, as instructed in the dfu. Failure to properly tighten and secure the trip wire most likely impacted the timing of band deployment and contributed to the complaint event. Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and no anomalies were found. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during upper endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned; however, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. Additional information received on december 30, 2016. It was reported that there was no difficulty in setting up the device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during upper endoscopy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the handle was turned; however, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this procedure have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.